Event description:
Had a double mastectomy on (B)(6) 2024 due to breast cancer diagnosed and breast expanders placed. Manufactured was mentor. Right breast expander deflated even after several rounds of replacing saline. Had to have another surgery on (B)(6) 2025 to have them removed upon removal the expander was found to have a defect in the posterior seam. Reference report: mw5165988.